Event description:
False low advia centaur cp tsh3-ultra results were obtained by the customer on several patient samples. The difference in results was observed when patient samples were repeated. The physicians did not questioned any of the initial patient results, however, corrected reports were issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur cp tsh3-ultra test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed an instrument daily cleaning that included the luminometer and replaced the rinse blocks, sample and reagent syringes. The cause for the initially false low tsh3-ultra patient results on the advia centaur cp system with two different reagent lots when compared to higher repeat results for both reagent lots is unknown. The customer's quality control results was not an issue and the time of the event and there were no reported system errors. No conclusion can be drawn. The instrument is performing within specifications.